Event description:
Ambulance personnel were attending to a pt , condition unkown. Allegedly during external pacing, the device would intermittently stop pacing. There were no adverse effects to the pt reported as a result of the alleged malfunction.